Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During insertion after dilation, nurd occurred, and the image became unclear. When this occurred, the physician attempted to pull the opticross catheter out of the patient when the distal shaft separated and remained in the patient's vessel. The remainder of the opticross catheter was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported due to this event. It was further reported that the device was successfully retrieved from using a gooseneck snare and it was completely removed from the patient`s body. Patient condition was not affected.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During insertion after dilation, nurd occurred, and the image became unclear. When this occurred, the physician attempted to pull the opticross catheter out of the patient when the distal shaft separated and remained in the patient's vessel. The remainder of the opticross catheter was removed from the patient. No patient complications were reported due to this event. It was further reported that the device was successfully retrieved from using a gooseneck snare and it was completely removed from the patient`s body. Patient condition was not affected.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the telescope, and the imaging window were kinked. The imaging window was severely kinked 3.7cm from the distal tip. The imaging window was detached near the lap joint section. It was detached 28.5cm from the distal tip. The guidewire exit port was torn 1.2 cm from the distal tip, but the tip was in good condition. Impedance test showed an electrical open at proximal catheter between 140-150cm from the distal housing. Regarding the encountered kink in the telescope, this is often caused by the action of external forces over the material, such bending forces could be encountered during the procedure at several stages, during handling or manipulation of the device by the user and mainly during telescoping action. A kink in the telescope can occur when advancing the transducer to the most distal section with the telescope function. This action causes a compressive force in the male telescope tubing that if not parallel to the friction from inserting the male into the female section, could bend the telescope and collapse the tubing, causing a kink. Since the device met all manufacturing specifications, it is most probable that the encountered kink occurred during the procedure, therefore, adverse event related to procedure is the assigned cause for the encountered kink in the telescope. Regarding the exit port tear, it is possible that operational factors, such as user technique and handling during procedure could generate a constriction over the catheter. Increasing the friction between the guidewire and the exit port assembly may result in the damage observed, therefore, the most probable cause to the observed guidewire exit port tear is adverse event related to procedure. Regarding the patient and impact codes reported by the customer, the labeling review confirmed that additional device required implying additional intervention due to vessel occlusion (unretrieved device fragments) are expected. Therefore, the cause code for these reported issues is known inherit risk of device. All compiled information on this investigation determines that the most probable cause is: adverse event related to procedure.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During insertion after dilation, nurd occurred, and the image became unclear. When this occurred, the physician attempted to pull the opticross catheter out of the patient when the distal shaft separated and remained in the patient's vessel. The remainder of the opticross catheter was removed from the patient. No other patient complications were reported due to this event.